Event description:
It was reported that a continuous glucose monitor (cgm) error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support, who provided a complete pump reset procedure, and successfully initiated a new sensor session without encountering further errors.